Event description:
Olympus medical system corp (omsc) was informed that during removing an ureteral stent, the subject device snapped and the grasping jaw could not be closed. The doctor concerned that withdrawing the subject device with endoscope might contribute to tissue damage. He asked for omsc advice. Our sales rep informed the way that the handle would be separated off from the device with pliers, but he did not try the way since he predicted that the wire breakage occurred inside the insertion portion. He withdrew the subject device and endoscope together with whole grasping jaw in the endoscopic field of view and it became successful without tissue damage. The doctor completed the procedure with a similar device.

Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that brown foreign materials attached to around the grasping portion and the grasping jaws could not be closed. The operation wire broke inside the coil sheath. When operating the slider, the grasping jaws did not close. The distal end of the broken operation wire was the same lot, nothing abnormal was detected. The user facility reported that they did not perform the ultrasonic cleaning at omsc recommend. According to the investigation and report from the user facility, failure to properly cleaning led to adherence of foreign materials to the grasping portion that caused the grasping jaws to be unclosed as a consequence. In addition, omsc assumes that operating the handle forcedly led to the operation wire breakage. This report is being submitted as a medical device report n an abundance of caution.